Manufacturer narrative:
The product was returned for analysis in a specimen container in a clear watery fluid. Optic damage was observed. The reported complaint could not be verified since the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. A qualified cartridge and handpiece were used. Not enough information as provided to conduct review on the cartridge lot. The root cause for the reported issue could not be determined. Lens damage was observed, and due to the damage, evaluation of the optical properties could not be done. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. There were no other complaints in the lot. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following a intraocular lens (iol) exchange procedure, the patient reported a temporal side shadow from all light sources in the operative eye and was diagnosed with dysphotopsia. The iol was later removed and replaced. Additional information has been requested.